Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device failing preventive maintenance (pm) was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the top right, middle right and middle left bezel boss insert being lifted which can occur with a device that has been dropped or severely jarred. The external and internal inspection process was performed on the suspect pump module. It was found that the top right, middle right and middle left bezel boss inserts were lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. A calibration task was attempted on the suspect pump module using the alaris system maintenance (asm v12.3) software; however, the attempt was unsuccessful. After calibration, the device¿s vpmr changed from 161.9 l to 144.9 l. According to the test results, the bezel was out of range, therefore, the device could not be calibrated. For testing purposes, a known-good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of -0.500% and a vpmr of 167.3 l. Results indicate the device was operating within specification. The event date was reported as (B)(6) 2026; the time of event was not reported. Review of the suspect pump module error log showed no errors were recorded on the reported event date or related to the reported event. The last infusion performed on the suspect pump module was on (B)(6) 2026 at 1:22 pm with a rate of 125 ml/h and volume to be infused (vtbi) of 9999 ml. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pm. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pm. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device failing preventive maintenance (pm) was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the top right, middle right and middle left bezel boss insert being lifted which can occur with a device that has been dropped or severely jarred. The external and internal inspection process was performed on the suspect pump module. It was found that the top right, middle right and middle left bezel boss inserts were lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. A calibration task was attempted on the suspect pump module using the alaris system maintenance (asm v12.3) software; however, the attempt was unsuccessful. After calibration, the device¿s vpmr changed from 161.9 l to 144.9 l. According to the test results, the bezel was out of range, therefore, the device could not be calibrated. For testing purposes, a known-good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of -0.500% and a vpmr of 167.3 l. Results indicate the device was operating within specification. The event date was reported as 12 january 2026; the time of event was not reported. Review of the suspect pump module error log showed no errors were recorded on the reported event date or related to the reported event. The last infusion performed on the suspect pump module was on 22 january 2026 at 1:22 pm with a rate of 125 ml/h and volume to be infused (vtbi) of 9999 ml. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pm. There was no patient involvement.